Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that incorrectly high invasive blood pressures were provided for which the patient was treated with medication. The patient did not sustain an injury as a result of the alleged unnecessary treatment.

Manufacturer narrative:
It was alleged that incorrectly high systolic invasive blood pressure (ibp) readings were provided for which the patient received blood pressure reducing medication. The customer further stated that the systolic ibp value was about 30mmhg higher than the noninvasive blood pressure reading. It was acknowledged that the patient did not sustain any injury due to the alleged unnecessary medication. The customer did not provide further clarification related to the transducer type and part number used with the csone invasive blood pressure parameter module, nor did the customer identify which csone and invasive blood pressure parameter module was involved in the incident. As a result, log files from the csone and carescape b850 host monitor were not available for engineering analysis. Due to the insufficient information available, root cause could not be determined. Complaint trending review did not show any adverse trend related to the issue. The local service and sales teams continue to support the customer to address issues as they arise. On follow-up, the customer did not express any further concerns related to this event.